Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A dislodgment was suspected, and the patient exhibited bradycardia. Subsequently, this rv lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A dislodgment was suspected, and the patient exhibited bradycardia. Subsequently, this rv lead was revised and the dislodgment was confirmed via x ray. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). A dislodgment was suspected, and the patient exhibited bradycardia. Subsequently, this rv lead was revised and the dislodgment was confirmed via x ray. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received which indicated that the patient has been feeling dizzy for the past week in the morning and also chest pain. The patient has history of heart block and symptoms are similar to before system implant and when having lead issue. Boston scientific technical services (ts) discussed option of chest x-ray if they want to confirm or check the lead position or consulting implanting physician to check lead position. No adverse patient effects were reported.